Event description:
A report was received that a patient's lead had eroded and was breaking through the skin. The patient's lead was repositioned. After the procedure, the patient reported receiving good stimulation and was reportedly doing well.